Manufacturer narrative:
The product has been requested back for investigation. A follow- up report will be submitted once additional information is obtained. The device manufacturer date for the sensor is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that their adc freestyle libre sensor is reading lower than laboratory readings. Customer reported readings of 39 mg/dl and 51 mg/dl, which were lower than lab readings of 133 mg/dl and 178 mg/dl. Customer also reported that the trend arrow was reportedly in the ''horizontal'' position during the comparisons. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Performed visual inspection on returned sensor patch, no issues observed. Extracted data from returned sensor using approved software, sensor found to be in state 5 (normal termination). Sensor plug was fully seated. Removed sensor plug assembly and inspected sensor plug assembly, no failure mode was observed. Sensor patch was placed in simvivo fixture and reprogrammed using approved software. Linearity testing was performed. All results were within specification. No product deficiency was identified.

Event description:
Customer reported that their adc freestyle libre sensor is reading lower than laboratory readings. Customer reported readings of 39 mg/dl and 51 mg/dl, which were lower than lab readings of 133 mg/dl and 178 mg/dl. Customer also reported that the trend arrow was reportedly in the ''horizontal'' position during the comparisons. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.